Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). The original implant procedure occurred on an unknown date. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 85mm product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. There was an additional independent inspection operation to verify the correct bar marking to ensure the correct raw material alloy and lot number was used for the resulting product. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a trochanteric fixation nail (tfn), helical blade and screw on an unknown date. The tfn nail, helical blade and screw were removed from the patient on (B)(6) 2015 due to pain. There were no issues or damages with the implanted tfn devices and no surgical delay noted. This is report 2 of 3 for (B)(4).